Manufacturer narrative:
(B)(4). The lot 14d007 was manufactured on april 10, 2014 to april 11, 2014. The affected device was received for evaluation against the reported condition. Visual inspection and functional leak testing were performed on the device. The device was filled with green water and monitored until the following day. There was no evidence of a leak observed at or near the distal luer lock or any other part of the device. The reported condition could not be verified, as the device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked an unknown drug solution from near the distal luer lock. This was noted before patient use. There was no patient involvement. No additional information is available.